Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) cuff due to unspecified reasons. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the reason for revision was that the patient was experiencing recurring incontinence. The patient outcome was reported to be good. The lot number of the revised device and the date that the device was originally implanted were unavailable.